Event description:
It was reported that allegedly the patient's nail is damaged; the patient had been implanted for almost (2) years. The physician explanted the precise nail, and no new nail was implanted due to the physician was satisfied with the new lengthening the patient got.

Manufacturer narrative:
Product was returned and visually inspected. Upon inspection alleged event was confirmed.